Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 445 mg/dl with nausea and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that when the patient was doing a site/set/cartridge change as treatment for the hyperglycemia, it was noted the cartridge contained approximately 40 units of air space. Animas customer support did not identify any training/misuse issues. The patient successfully changed out the disposable products and provided self with an insulin bolus as further treatment of the hyperglycemia. The reporter noted that the patient¿s health care provider had made and adjustment to the basal rate setting in the patient¿s pump the week prior to the event. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an issue of air in the insulin cartridge.